Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. After a non-bsc guide wire crossed the lesion, a 3mm x 20mm x 144cm coyote es balloon catheter was advanced to perform plain old balloon angioplasty. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was competed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 12:18 pm CT. The report number is being corrected from: 2134265-2018-64585 to: 2134265-2018-63674.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. After a non-bsc guide wire crossed the lesion, a 3mm x 20mm x 144cm coyote es balloon catheter was advanced to perform plain old balloon angioplasty. However, during the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. Functional testing was performed by connecting the balloon catheter to an inflation device with water. The shaft leaked 6cm from the exit notch, microscopic examination revealed that the outer shaft had a puncture hole. Inspection of the balloon presented no damage. Inspection of the remainder of the device presented no other damage or irregularities.